Event description:
On 14 may 2008, abbott spine became aware of the following event reported through a postmarketed study. In 2005, the pt underwent a minimal invasive procedure at l5-s1. On an unk date, the pt experienced persistent left leg pain and back pain on the left side. On an unk date, the event of persistent left leg pain and back pain on the left side had not resolved. The physician believes that the persistent left leg pain and back pain on the left side is related to pathfinder pedicle screw system. In 2006, the pt underwent a revision surgery for facet arthropathy and the foramen.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.